Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege the patient suffers from pain, metallosis, the inability to walk and elevated metal ion levels. Doi: (B)(6) 2009 (left hip). Dor: no date set as of yet. Resident of (B)(6). Update 9/19/2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and correct date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Doi: (B)(6) 2009. Update: 07 april 2014 der received hospital (B)(6). Dor (B)(6) 2014. Additional product added - taper sleeve update aug 4, 2017: medical records received. After review of the medical records for the MDR reportability, patient was revised to address painful prosthesis and rising elevated metal levels. Revision notes reported grayish brownish type fluid shooting out under pressure (water-fountain effect) associated with metal on metal reaction, and tremendous amount of burnishing around the trunnion. Added stem to the complaint due to elevated metal ions. There were no laboratory results provided for the elevated metal ions. This complaint was updated on aug 17, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.